Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. All buttons function properly. There was no button error alarms noted. However, moisture damage was noted on keypad traces.

Event description:
It was reported that a button on the customer's insulin pump was unresponsive. Her blood glucose level was 171 mg/dl. No significant events leading to the issue were recalled. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.